Event description:
The manufacturer received information alleging a ventilator would not operate on ac power. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue. The ventilator failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power cord to power the device with ac power. The power cord was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the device failing to operate on ac power was found to be due to an intermittent connection of a prong inside of the plug.